Event description:
Patient uses the ballard 8 fr suction catheters, which were recently recalled for being non-sterile. In the last week, patient experienced symptoms of pneumonia. Caregivers believe this could have been caused by the use of the non-sterile suction catheters. The symptoms have since subsided. Upon further investigation, the patient had the recalled product in the home.